Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set with duo-vent spike leaked at the joint of the filter tubing and the base of the chamber. This was observed when the tubing was attached to the unspecified pump machine and when the infusion was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.